Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported a channel disconnect occurred in oncology where in the device had a "red screen," "went loud, shut off and lost everything." It was noted that the medication infusing was an antibiotic, but could not be certain. Although requested, additional information was not provided.